Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the aviva system. The patient stopped taking insulin 3 weeks prior to the event because his meter was giving "normal readings". The patient had symptoms of frequent urination and a bitter taste in his mouth for about a week and a half before going to the hospital. On (B)(6) 2017, the patient's blood glucose result was 102 mg/dl on his own meter at approximately 1:30 p.m. Around 2:00 p.m., the patient drove himself to the hospital due to feeling weak, urinating frequently, and having a bitter taste in his mouth. The lab test at the hospital was 976 mg/dl. The patient was treated with insulin by injection and then he received insulin via IV drip. The patient was going to be released from the hospital on (B)(6) 2017. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer returned 3 test strips in a plastic bag. Upon visual inspection, it was clear that the strips were discolored and damaged due to the effects of humidity so no further testing was possible. The customer is instructed to store the test strips in the original container with the cap closed tightly. It is unclear if the plastic bag is how the customer was storing the test strips prior to use or just how the customer chose to return the test strips.